Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2017 16:39:57 pst ice batch user (batch_ice) phone (B)(4) complaint: (B)(4) complaint status: in process mdt initial contact: (B)(4) taken by: (B)(4) customer receives the critical pump error image on the pump screen. What happened/ was customer doing before the error? -customer was not doing anything with pump pump was dropped/bumped: no pump error(s) displayed before the ¿critical pump error¿ image was displayed on screen: yes/no - document the error. Explained to the customer that the pump will need to be replaced. Advised the customer to discontinue use of the pump and revert to a back-up plan per hcp¿s instruction. Asked customer to return broken pump in storage mode for analysis. Country: (B)(6), input date: (B)(6) 2017, warranty start: (B)(6) 2016, warranty end: (B)(6) 2020. Batch - ng1148140h.

Manufacturer narrative:
Unit received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unit was received with moisture damaged noted on motor and vibrator motor assembly. Unit was received with cracked retainer, minor scratched display window, fading serial number label, missing display window cover, cracked case at battery tube side and scratched case.